Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received sw watchdog task not running properly error. Customer's blood glucose level was unknown. Customer stated that they received low battery alarm. The device will not be returned for analysis.